Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Due to the bg level the customer loss consciousness and "fell from standing and hit head." Customer required assistance consuming carbohydrates to address bg level. Reportedly, customer continued to use pump for insulin therapy.